Event description:
Same case as MDR# 2134265-2014-03284. It was reported that during a tibial vessel predilatation, catheter stuck on the guidewire. Physician was treating a lesion within the tibial vessel, via the ipsilateral with a rubicon 035 and a zipwire with no complications. The guidewire was exchanged for a pt2 and during advancement of the rubicon .014, it got stuck and it couldn't be moved. Both devices were removed from the patient. The procedure was completed with another of the same device. No complications were reported.

Event description:
Same case as MDR# 2134265-2014-03284. It was reported that during a tibial vessel predilatation, catheter stuck on the guidewire. Physician was treating a lesion within the tibial vessel, via the ipsilateral with a rubicon 035 and a zipwire with no complications. The guidewire was exchanged for a pt2 and during advancement of the rubicon .014, it got stuck and it couldn't be moved. Both devices were removed from the patient. The procedure was completed with another of the same device. No complications were reported.

Manufacturer narrative:
Update: device avail. For eval returned to MFR. On device returned to MFR device evaluated by MFR. Device evaluated by manufacturer: a visual examination identified solidified contrast and blood in the inflation lumen. The shaft was twisted 3cm ¿ 5.5cm from the hub. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. The guidewire was protruding 106cm from the hub and 38cm from the distal tip of the device. An attempt was made to remove the guidewire from the lumen of the device; however, the two devices were unable to be separated. The outer diameter (od) of the guidewire was measured using a calibrated snap gauge, the ID was .0135¿. The two devices were unable to be separated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(6).